Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from united states alleged false positive results for sars-cov-2, influenza a, influenza b while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The customer reported a patient sample tested positive for sars-cov2, influenza a, influenza b when analyzed on the liat (B)(6). A repeat test of the same patient sample generated negative results for sars-cov2, influenza a, influenza b when analyzed on a different liat system (s/n14142). An additional review of the cobas liat analyzer, m1-e-17428, identified four samples were false positive for all three targets, two samples were false positive for sars-cov-2, and four samples were false positive for influenza b. A total of 10 false positive results were generated by analyzer m1-e-17428. The patient sample was collected using a nasopharyngeal swab and mixcrotest m4rt media. Retested negative results were reported to the doctor, patient was not given any results. The customer confirmed there was no allegation of harm to the patient. 10 mdrs will be filed one for each of the samples results identified.

Manufacturer narrative:
No issues were found with the complaint kit lot during investigation. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Corrected information in sections b5 and b6, specific to the number of samples generating false positive results for the different test targets. Corrected d4 - included additional kit lot (01228z) used by the customer site to test 3 of the 10 samples. ------(B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from united states alleged false positive results for sars-cov-2, influenza a, influenza b while using a cobas sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The customer reported a patient sample tested positive for sars-cov2, influenza a, influenza b when analyzed on the liat ((B)(4)). A repeat test of the same patient sample generated negative results for sars-cov2, influenza a, influenza b when analyzed on a different liat system ((B)(4)). An additional review of the cobas liat analyzer, m1-e-17428, identified five samples were false positive for all three targets, two samples were false positive for sars-cov-2, and three samples were false positive for influenza b. A total of 10 false positive results were generated by analyzer m1-e-17428. The patient sample was collected using a nasopharyngeal swab and mixcrotest m4rt media. Retested negative results were reported to the doctor, patient was not given any results. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed. 10 mdrs will be filed one for each of the samples results identified.